Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
(B)(6) 2022, inappropriate shock episode was received via hm. The patient went to the hospital. (B)(6) 2022, device check was done and confirmed noise. A revision was done but the lead was unable to be removed from the patient.